Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Hm3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. This IFU lists renal dysfunction and death, as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed acute kidney injury (aki) on (B)(6) 2023 and required prolonged hospitalization with dialysis treatment. The patient had no history of renal dysfunction prior to device implant. It was later reported that the patient expired on (B)(6) 2023. It was noted that the patient had a sepsis from non-device related infection leading up to their death. The patient outcome was not considered to be device related, and the device reportedly operated as expected.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed a catheter infection and an acute kidney injury on (B)(6) 2023 that led to a prolonged hospitalization. The patient passed away on the same day.